Event description:
A nurse reported that during vitreo-retinal surgery, the flow limit was not functioning well. The surgeon indicated the infusion rate of balanced salt solution (bss) was increased after adding perfluoron, and required a manual decrease in the flow rate. Once they advanced to the laser portion of the case, the probe was not recognized by the console and a system message displayed. A second laser console was brought in and used to complete the procedure. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).